Event description:
It was reported that, the patient experienced infusion set detachment on (B)(6) 2026, due to the set being inadvertently pulled out during changing clothes.

Manufacturer narrative:
Name medtronic minimed. Entity ID sp000133. Street 18000 devonshire street. City northridge. State ca. Zip code 91325. Zip four 1219. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.